Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely as it presented beeping tones since the device reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis results were not reported. Device replacement was recommended. The device has been explanted and replaced. No additional adverse patient effects were reported.